Event description:
Information was received regarding a cadd extension set. The patient's mom reported that the sets were leaking. Patient had back up device to use, therefore patient was able to successfully continue her life sustaining infusion. There was no patient or clinical injury.